Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and field data review for architect stat troponin-I reagent lot 76375un23. Return testing was not completed as returns were not available. A review of tracking and trending did identify trends for list number 02k41. However, the trend identified is not related to the issue under review because it is a different lot number. Device history record review on lots 76375un23 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the architect stat troponin-I assay using worldwide data. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for lots 76375un23 are within the established limits. Therefore, no unusual reagent lot performance was identified for lots 76375un23. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I for lot numbers 76375un23 was identified.

Event description:
The customer observed falsely elevated architect troponin result on one emergency room patient. The result provided were: initial=166 ng/l /redrawn and repeated after 3hrs= < 7 ng/l /repeated initial specimen= < 7 ng/l laboratory reference range for troponin= < 7 ng/l there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect troponin result on one emergency room patient. The result provided were: initial=166 ng/l /redrawn and repeated after 3hrs= < 7 ng/l /repeated initial specimen= < 7 ng/l laboratory reference range for troponin= < 7 ng/l there was no reported impact to patient management.